Event description:
Patient ((B)(6)) reported they had their pd catheter removed due to a blockage. The patient has been transitioned to hemodialysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).